Event description:
Trocar was being used with cheek retractor. When trocar was removed a part became dislodged from the cheek retractor 62-00302. This part from the cheek retractor was recovered. No adverse affect on pt.